Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that both output connectors were broken. It was additionally noted that both the upper and lower case halves were broken and three control knobs were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventative maintenance inspection, the atrial and ventricular output connectors of the external pulse generator (epg) were damaged. The damage was identified on multiple external pulse generators. The status of the device is unknown. There was no patient involvement. It was further reported that the epg was returned for service.